Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified openings, a crease fold, a wear abrasion. A leak test was performed and found an opening on the posterior. A microscopic analysis was performed which identified a crease sharp opening on the posterior. Crease are observed in the device; however, it is not considered a manufacturing defect because it does not come in its original packaging. Observed void >1 mm in textured, valve-to shell-bond area, but it is not considered a defect because it is within specification. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a crease sharp opening on posterior due to a fold flaw opening.

Event description:
Healthcare professional reported a left side deflation and "creases". Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is deflation.

Event description:
Healthcare professional reported a left side deflation and "creases". Device was explanted.